Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4) alleging that his onetouch verio2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation and from additional information obtained during a follow-up call made by a csr. The patient stated that the alleged product issue began one evening during (B)(6) 2015 at 8:00pm (date unknown). The patient stated that he obtained a result of "9.0 mmol/l" using the subject meter compared to feelings/normal results. The patient manages his diabetes with self-adjusting humalog insulin (14 units 3x daily) and lantus (36 units before bed). The patient stated that he injected 14 units of humalog insulin (time not provided) in response to the alleged product issue. The patient claimed to have developed the symptoms of "felt weak and sweaty" approximately one hour after the alleged product issue began; however he did not receive medical treatment. The patient stated that he tested his blood glucose using another device approximately one hour after the alleged product issue began, and the result obtained was "5.5 mmol/l". At the time of troubleshooting, the csr noted that the patient did not have control solution available to perform a walk-through test and the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptom of "sweaty" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.